Manufacturer narrative:
The insulin pump was received with a loose/slanted drive support disk, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer reported via phone call that the drive support cap on her insulin pump was sticking out. The patient's blood glucose at the time of incident was 115 mg/dl. Troubleshooting was initiated for the physical damage and the customer confirmed the flush drive support cap; however, she could not identify how the damage occurred. The customer did not push the drive support cap back in. The customer was advised to follow her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.